Event description:
The facility states while they were transferring a resident from a shower chair to the bed, the black strap on the sling allegedly ripped, causing the resident to fall and fracture their ankle.

Manufacturer narrative:
MFR rec'd info alleging a sling had torn and pt fell while being transferred and they fractured their ankle. The facility reported the tag on the sling was worn off and no labels were visible. Not able to determine with certainty that sling involved was in fact an invacare device. Info indicates a potentially worn sling that should have been replaced. MDR filed as a conservative measure.